Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, after inserting the syringe needle through the cartridge septum, the cartridge was unable to be filled with insulin. Customer reported something was "stuck" in the needle. The syringe needles and cartridges were changed multiple times. Customer's blood glucose was within range (value not provided).